Event description:
The customer reported that the spo2 saturation was not displayed correctly by the intellivue multi measurement server. The device gave low values. The device was not in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.

Event description:
The customer reported that the spo2 saturation was not displayed correctly by the intellivue multi measurement server. The device gave low values. The device was not in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.